Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation: it has been received 1 unused sample of 20ll without blister. On visual inspection of the sample received, it can be observed a hole in the edge of the barrel (on the tip base) and damaged barrel flag. DHR of lot 1610361p has been reviewed not finding any annotation or deviation regarding damages in barrel or plunger. This syringe has resulted distorted against any equipment during manufacturing process causing it resulted in a hole in the barrel edge and broken barrel flag due to the friction. The areas where pieces run in manufacturing clean area are protected and soften to avoid damage on the product. During manufacturing process, final products are sampled and subjected to visual inspections according to procedures. Process: visual inspection: printing (B)(4) samples per hour, after any intervention in the equipment or once at the beginning of the shift assembly: (B)(4) samples per hour, after any intervention in the equipment or once at the beginning of the shift packing 1 step per hour, after any intervention in the equipment, after a stop of more than 1 hour, once at the beginning of the shift, when film or paper roller are changed, after maintenance. Packaging: 1 box per pallet.

Event description:
It was reported that during patient care, the nurse opened a bd plastipak¿ non-sterile luer-lok syringe and noticed a hole near the luer-lock. The syringe was not used and there was no report of leakage, injury or medical interventions.